Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection. The reported power complaint was unable to be duplicated during investigation. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. No power on resets were duplicated during investigation. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.